Event description:
A discordant low immulite 2500 nt-probnp result was obtained with one (1) pt sample. The discordant low result was reported to the physician. The physician questioned the result due to the pt's history. The sample was repeated. The repeat testing produced a higher result that fit the clinical picture. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant nt-probnp results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument eval. Analysis of the instrument and the instrument data indicate that the cause for the discordant nt-probnp result is unk. The instrument is performing within specifications. No further eval of the device is required.